Event description:
The customer reported that during the hysterectomy, the device knife came out of the track and was described as protruding from the jaws. Another device was used to complete the procedure w/o incident. There was no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.